Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was noted that the patient had a history of fontan surgeries for a congenital heart defect and scar tissue from the prior surgeries could have potentially caused or contributed to the phrenic nerve stimulation. In addition, with the patient's history of a congenital heart defect there may have been several reasons why the patient was symptomatic at higher pacing outputs. Product ID: 4965-35 implantable pacing lead, implanted: (B)(6) 2013; product ID: 5071-35 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient implanted with this epicardial implantable pulse generator (ipg) system experienced "shocking/twitching sensations" every 3 hours. On interrogation, the ventricular lead threshold had increased slightly from implant to 2v @ 0.4ms. A maximum output test was completed on the ventricular lead at 7.5v. This test was negative for stimulation. The atrial lead was then paced at 7.5v and twitching of the left side was noted. Technical services discussed that it was possible to get phrenic nerve stimulation on the atrial lead especially since it is an epicardial lead. The outputs on the atrial lead were changed from 3.5v to 1.5v @0.4. All other parameters were within normal ranges. The patient was watched for a while with the header on and the patient did not feel symptoms when it was pacing. However, a few hours after this, the patient was feeling the same twitching symptoms again. The chronic lead impedance trends were turned off and the patient's symptoms resolved.